Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a drip coming from the high concentration waste (hcw) wash nozzle #1. The fsr resolved the issue by replacing the hcw peristaltic pump head tubing. No additional discrepant result issues have been reported since the tubing was replaced. Part number 7-35009685-02 tubing, peristaltic head (rohs) was determined to be the likely cause of the issue. The instrument service history was reviewed and identified zero additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The tracking and trending were reviewed, and no trends were identified. The device history record was reviewed, and no non-conformances or deviations were identified for the part associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified for architect c4000 processing module.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated magnesium result for a patient when running on the architect c4000 analyzer. The following data was provided on (B)(6) 2020 (reference range: 1.6-2.6 mg/dl): sid (B)(6) = initial result = 7.18 mg/dl, repeat result = 2.0 mg/dl there was no impact to patient management reported.